Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine pulse generator change out procedure, the right ventricular lead exhibited high thresholds. The lead was capped and replaced. No patient symptoms were reported.